Manufacturer narrative:
The device has been explanted and has been returned to (B)(4), where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the explanted device was received in (B)(4) w/o any previous complaint being filed. The only available information is that it was explanted due to a device malfunction.